Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, a scope communication error b30 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.